Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es users encountered an error message when scanning medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, section e initial reporter facility name, section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the provider station error, recurring issue. A technical support specialist (tss) checked the logs no error was found. The customer confirmed that the issue did not reoccur. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es users encountered an error message when scanning medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.